Event description:
A user facility¿s inventory manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Follow up with the facility administrator (fa) revealed that a visible internal dialyzer blood leak occurred immediately at the onset of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Upon further review, it was determined that the event reported on MFR #1713747-2024-00245 was previously captured and reported in MFR# 1713747-2024-00257 . There will be no further updates on MFR#1713747-2024-00245.

Event description:
A user facility¿s inventory manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Follow up with the facility administrator (fa) revealed that a visible internal dialyzer blood leak occurred immediately at the onset of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.